Event description:
Patient received a knee replacement surgery with the zimmer biomet knee prosthetic and since has had 5 surgeries between the year 2009-2019. Patient states the prosthetic is too loose and is experiencing pain in the knee, can barely walk, and it is consistently swollen. Has been experiencing these issues since last surgical revision in 2019. Complains to doctors about his pain; however, is not receiving any assistance on replacing the product. Patient looked up device and online and has seen the recalls on the item.